Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as 2 square itchy scars on his back. There are no allegations of any bleeding, oozing, or weeping wounds. A home health nurse saw the irritation and stated it appears as a burn. The patient used burn gel on his own then was prescribed cortisone by his heart doctor. Follow up indicated the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as 2 square itchy scars on his back. There are no allegations of any bleeding, oozing, or weeping wounds. A home health nurse saw the irritation and stated it appears as a burn. The patient used burn gel on his own then was prescribed cortisone by his heart doctor. Follow up indicated the irritation improved.